Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Exhibited a non-sustained ventricular arrythmia below the vt-1 therapy zone. A change in morphology measurements were also noted, which affected the rhythmid decision. And there was inappropriate pacing delivered during an atrial tachy response episode. No changes were made. And the crt-d remains in service. No adverse patient effects were reported.